Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open or close the foot was not confirmed based on the returned device condition and the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a superficial femoral artery interventional procedure using a 6f sheath. Reportedly, the foot plate was unable to be closed and the device became stuck in the patient. A surgical cutdown was performed to remove the device. Surgery was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.